Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction occurred due to an issue with the internal battery, which possibly was a power source issue that caused the battery to drain. A field service engineer replaced the battery and verified the functionality of the drawer. The system functioned as intended after a field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was running very slowly during the transaction. The customer stated that there was approximately a 2-minute delay between transactions during unloads. There were no adverse events or injuries reported based on this event.